Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed for iab catheter restriction. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field- h6- medical device ¿ problem code. A getinge field service engineer (fse) evaluated the unit, ran unit for 2 hours in clinical mode, calibration checks passed, all manifolds check passed and unit passed self test. The fse could not duplicate the issue reported by the customer. All functional and safety checks performed to meet factory specifications.